Manufacturer narrative:
The reference c23526 has been allocated to this case by rayner. The event description provided states that immediately following implantation the healthcare professional observed a small split in the side of the lens. The lens was left in situ. No adverse outcome has been reported by the healthcare facility. In the absence of evidence and information it is not possible to establish the cause of the split in the side of the iol. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Rayner is following up with the healthcare facility to obtain additional information. Our review of production records for the rayone aspheric rao600c batch 023209336 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 023209336.

Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the healthcare professional observed that there was a small split on the side of the lens. The lens was left in situ.